Manufacturer narrative:
Additional contact: dr.(B)(6). Mfg. Site name - (B)(4). A visual examination of the returned uphold¿ lite revealed that the blue with white strip dilator with suture and needle was missing and was not returned. The mesh was torn and stretched. Analysis also revealed that there was no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Since the event is unknown, the root cause of this complaint is undeterminable. A complaint with a root cause classification of undeterminable indicates review and analysis of all available information fails to indicate a root cause or probable root cause.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an anterior and posterior repair procedure performed on (B)(6) 2017. According to the complainant, during procedure, the mesh pulled out of the ligament during tightening. The procedure was completed with another uphold¿ lite device. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: the mesh was torn and stretched.